Event description:
The wheelchair snaps into two side rails and the patient put fingers into the rails prior to the seat being fully engaged.the patient sustained a comminuted fracture of the ring finger.